Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that their device was turning off intermittently, further stating it had happened three times over the last month or so. It was noted that there had been no change in the patient's charging schedule. It was reviewed that the patient would need to come int office to get the recharging statistics and/or ins recharger (insr) statistics to check starting/ending voltages of the ins following a charging session. It was reviewed that the patient did not realize how low the ins battery was and they just needed to charge sooner. The rep stated per the clinician programmer stats, it showed that patient was charging every 3 days but didn't have detail on duration of charge and battery level, and below are the recharging intervals using 24 hours/day usage. L stn1 2- c+ 3.5v, 60pw, 125 hz, 987 ohms l stn2 1-3+ 2.8v, 60pw, 125 hz, 1779 ohms r stn1 9-c+ 3.5v, 60pw, 125 hz, 968 ohms r stn2 10-8+, 2.8v, 60pw, 125 hz, 1520 ohms from 100% to 25%: 12.46 days from 100% to 0% (lose stim): 2.37 weeks. It was reviewed that it may be best to have patient come in if there was another report of the ins shutting off on him again that was we could capture data that is recent and hopefully would give us a more accurate picture of what may have led up to the event. Left/right contacts voltage pw freq side-effects/efficacy imp/ma l stn1 l stn2 2-c+ 1-3+ 3.5 2.8 60 125 987/3.495 1779/1.562 r stn1 r stn2 9-c+ 10-8+ 3.5 2.8 60 125 968/3.548 1520/1.816

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. The patient reported that for some reason the ins was shutting off. The patient reported that this happened once in (B)(6) and again on (B)(6) 2018. The last time it happened, the patient reported they woke up and could not get out of bed. The patient reported that their spouse came in and put the patient programmer up to their chest and said the ins was off. The patient reported they would follow-up with their healthcare provider (hcp) next week at a scheduled appointment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicating that the circumstances that led to the ins turning off unexpectedly was because they woke up in the morning and could not get out of bed. The patient stated that it took a couple of tries to turn the ins back on.